Event description:
It was reported that this right ventricular (rv) lead was explanted and replaced due to noise with oversensing, out-of-range pace impedance measurements greater than 2000 ohms, and inappropriate shock. The patient was admitted into the hospital for this lead revision. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).